Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the controller ((B)(4)) and six batteries ((B)(4)) were not returned for evaluation. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4). As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. Other devices involved in this event: brand name: heartware ventricular assist system ¿ battery : battery / (B)(4) / model #: 1650 / expiration date: 06/30/2018, UDI #: (B)(4), device available for evaluation: no, device manufacture date: 06/30/2017, labeled for single use: no. Brand name: heartware ventricular assist system ¿ battery : battery / (B)(4) / model #: 1650 / expiration date: 06/30/2018, UDI #: (B)(4), device available for evaluation: no, device manufacture date: 06/30/2017, labeled for single use: no. Brand name: heartware ventricular assist system ¿ battery : battery / (B)(4) / model #: 1650 / expiration date: 06/30/2018, UDI #: (B)(4), device available for evaluation: no, device manufacture date: 06/30/2017, labeled for single use: no. Brand name: heartware ventricular assist system ¿ battery : battery / (B)(4) / model #: 1650 / expiration date: 06/30/2018, UDI #: (B)(4), device available for evaluation: no, device manufacture date: 06/30/2017, labeled for single use: no. Brand name: heartware ventricular assist system ¿ battery : battery / (B)(4) / model #: 1650 / expiration date: 06/30/2018, UDI #: (B)(4), device available for evaluation: no, device manufacture date: 06/30/2017, labeled for single use: no. Brand name: heartware ventricular assist system ¿ battery : battery / (B)(4) / model #: 1650 / expiration date: 06/30/2018, UDI #: (B)(4), device available for evaluation: no, device manufacture date: 06/30/2017, labeled for single use: no. A supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) controller and power sources exhibited power switching. The controller and power sources remain in use. No patient complications have been reported as a result of this event.